Manufacturer narrative:
Follow-up #1 date of submission 04/28/2014-device evaluation:the pump has been returned and evaluated by product analysis on 04/15/2014 with the following findings:a review of the pump black box data revealed multiple cs 054 call service alarms on the event date, which are consistent with sleep alarms and may cause the display to be blank for several minutes. During testing, the pump powered on properly with a fully functional and illuminated display screen. The pump case was removed and no defect was found to the internal components. The complaint of a blank screen was not duplicated.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. The reporter stated that the pump display screen went blank. The display was allegedly functional after a new battery was placed in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.